Event description:
A pt developed chondrolysis approx 8 months post shoulder surgery. It was reported that the on-q pump was used and the catheter was placed extra-articularly.

Manufacturer narrative:
Eval summary: initial reporter indicated that no sample was available for eval and investigation. The info contained herein is based on the info provided by the initial reporter. A female had shoulder surgery in 2007, was diagnosed with chondrolysis in 2008. No problems with the operation of the pump were reported. It was reported that the catheter was placed extra-articularly. If add'l info that is pertinent to this event becomes available, I-flow will submit a f/u report.